Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient received a low battery warning indicator on the ipg. Programming was attempted to no avail. Surgical intervention may be planned to address this issue.